Event description:
Voluntary medwatch received states the right atrial lead presented with under-sensing and far r wave over-sensing noted. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5102727.